Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma-late.

Event description:
Patient reported left side "a little bit of fluid" around them. Patient also has some symptoms of pain; and that "sometimes it's sharp and it will wake me up in the middle of the night.". Device remains implanted.